Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip had poor storage.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 100 to 120 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6)2015 as a result of the meter's readings. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 125 mg/dl and 137 mg/dl. Verified storage of product is not within instructed specification. Test strip lot manufacturer's expiration date is 06/24/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 100 to 120 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 125 mg/dl and 137 mg/dl. Verified storage of product is not within instructed specification. Test strip lot manufacturer's expiration date is 06/24/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 130mg/dl (B)(6) 2015 12:31pm, 120mg/dl (B)(6) 2015 12:30pm, 326mg/dl (B)(6) 2015 11:52pm, 140mg/dl (B)(6) 2015 07:12pm, 131mg/dl (B)(6) 2015 11:27am. Adverse event not reported.